Manufacturer narrative:
(B)(4). Analysis was unable to perform displacement test due to a missing retainer. The insulin pump was received with a cracked case (battery tube), cracked battery tube threads, fading serial number label, missing reservoir tube o-ring, broken reservoir tube lip, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the battery compartment. Blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.